Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient's relative contacted lifescan (lfs) USA alleging difficulty inserting and/or removing the lancet(s) from the patient's onetouch delica lancing device. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged lancing device issue began at the end of (B)(6), 2015. The patient manages her diabetes with insulin (self-adjuster). It is not known what action, if any, the patient took in regards to her usual diabetes management regimen in response to the alleged lancing device issue. The reporter denied that the patient developed any symptoms as a result of the alleged issue however claimed the patient attended the emergency room (ER) on (B)(6) 2015 at 4:00pm where she was treated with insulin (unknown type and dose). The reporter claimed the patient's blood glucose was tested with the ER device on arrival but was unable to recall the result obtained. At the time of troubleshooting, the csr noted the lancing device had been in use for 3 years. The csr confirmed there was no indication of misuse of the product and that the correct lancets were being used for testing. The csr noted the reporter did not have the subject lancing device available to review correct testing technique. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged lancing device issue began.